Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, device could not be interrogated. Premature battery depletion was suspected. Patient will be scheduled for device replacement.